Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure for a stricture located at the bulb/upper duodenal genu, performed on (B) (6) 2008. According to the complainant, 151 days post stent placement, the patient presented with obstruction of the stent. An additional 9cm wallflex duodenal stent was placed to relieve obstruction and a biliary wallstent was placed to aid in biliary drainage. The patient was seen at the routine 9-month visit and no problems were noted. The patient completed follow-up and exited the study.

Manufacturer narrative:
(B) (6). (B) (6). (B) (4) (medical intervention required). (B) (4). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.